Event description:
The customer contact reported device breakage; subsequently, a leak was noted. The primary tubing set was being used to deliver an unspecified medication, at an unspecified rate, via a plum pump. At an unspecified time, it was reported that while the nurse was connecting the male adapter of an unspecified secondary tubing set to the clave secondary port of the primary tubing set, for the piggyback delivery of an unspecified medication, the clave secondary port snapped. The customer contact reported that the "box broke open". No specific details were provided. It was reported that an unspecified volume of solution leaked. The tubing sets were replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.